Event description:
It was reported to philips that the pre-inspection testing failed. The bench engineer (fse) evaluated the device and found the high voltage capacitor needs replacement. The philips representative has identified the high voltage capacitor, 453563338331 as a malfunctioning part. It will be replaced and then the device will be validated by performance assurance testing.